Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) that encountered the issue replaced the guide block, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter¿s name is shortened due to field character limit. The full name is: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. Event site poc: (B)(6); phone number: (B)(6).

Event description:
It was reported that during a repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) safety disk block was broken when safety disk was removed. There was no patient involvement, and no adverse event reported.

Event description:
N/a.